Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall when the alleged power issue began. It is not known what medication, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported, at an unspecified time after the alleged issue occurred, she developed ¿blurred vision¿. It is not known if the patient received any medical treatment. At the time of troubleshooting, the cca documented that there was no misuse of the product. No replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.